Manufacturer narrative:
The returned device presented with the catheter sheath detached from the handle mechanism, which prevented the snare from retracting and extending as intended. Four kinks were also found along the length of the catheter. The condition of the returned device was consistent with the complaint that the snare loop failed to extend; the complaint was confirmed. There are controls in the manufacturing process that exist to limit product performance issues. Additionally, the dfu indicates that the device should be inspected prior to use. Since the specific cause of the failure cannot be identified, the most probable root cause is undeterminable. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a rotatable oval snare was used during a colonoscopy procedure performed on (B)(6), 2010. According to the complainant, the snare loop could not be extended inside the patient. The snare was removed from the patient and the procedure was completed with another rotatable oval snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. This event has been deemed a reportable event based on the investigation results: working length detached.